Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 with the homechoice (hc) machine during dwell 3 of 5. The home patient (hp) was still connected and the supply bag was empty. The technical service representative (tsr) asked the hp if any bags had come undone. The hp replied, no. The tsr explained the alarm and assisted the hp to clear the alarm and finish with manual bags. No further information is available. No patient injury or medical intervention was reported.